Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing with the vibrant soundbridge stopped some weeks ago. Before this, the patient experienced fluctuations in hearing for 2 hours with no hearing impression, when the patient opened his mouth or moved his head. Re-implantation is considered.